Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for an unknown colony forming units (cfus) of moderate growth of escherichia coli. The issue was found during a routine culture of the scope. It was also noted that while the awaiting culture results, the scope was used on a patient, however, it was confirmed that there was no patient infection. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device. This complaint is related to (B)(4).